Event description:
Same case as MFR: 2134265-2011-05377. It was reported that during a rotational atherectomy treatment procedure, a burr catheter and guide wire fracture occurred. The target lesion was located in the left main coronary artery. The 1.50mm rotalink burr catheter was platformed without issue. The device was then advanced over the 330cm floppy rotawire guide wire and ablation was performed. The burr was then withdrawn. To continue the procedure, the physician attempted to again advance the burr over the rota guide wire, however, the device could not be advanced. It was also noted that the rotalink burr sounded as if it was operating at a low rotational speed. The physician then attempted to withdraw the burr catheter by pulling back a non-bsc guide catheter and advancing the rota guide wire but was not successful. The dynaglide function was subsequently used to successfully remove the devices. Upon removal, both the shaft of the burr catheter and the guide wire were noted to be cut. The procedure was successfully completed with a new burr catheter and the same rota advancer and console. No patient complications were reported and the patient's status is listed as fine.

Manufacturer narrative:
Device evaluation by manufacturer: the rotawire guide wire was received for analysis. Visual inspection revealed a core wire fracture approximately 320.1 cm from the proximal end. The distal end of the wire was not returned. Dimensional analysis found all outer diameter measurements to be within specifications. Fracture analysis was also conducted and revealed that the failure occurred as a result of a bending overload in a cross sectional reduced region. Additionally, the failure exhibited evidence of wear reduction which is an indicative that the burr remained in the same position over the wire. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR: 2134265-2011-05377 it was reported that during a rotational atherectomy treatment procedure a burr catheter and guide wire fracture occurred. The target lesion was located in the left main coronary artery. The 1.50mm rotalink burr catheter was platformed without issue. The device was then advanced over the 330cm floppy rotawire guide wire and ablation was performed. The burr was then withdrawn. To continue the procedure, the physician attempted to again advance the burr over the rota guide wire however, the device could not be advanced. It was also noted that the rotalink burr sounded as if it was operating at a low rotational speed. The physician then attempted to withdraw the burr catheter by pulling back a non-bsc guide catheter and advancing the rota guide wire but was not successful. The dynaglide function was subsequently used to successfully remove the devices. Upon removal, both the shaft of the burr catheter and the guide wire were noted to be cut. The procedure was successfully completed with a new burr catheter and the same rota advancer and console. No patient complications were reported and the patient's status is listed as fine.